Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history for this lot did not produce any findings attributed to this incident.

Event description:
A physician performed multiple attempts to stent the left lad with other brands of stents. The physician noticed a large effusion and attempted to cross the lesion with a graftmaster. The physician made another attempt to balloon the perforation and proceeded with the graftmaster that again would not cross the lesion. CPR was performed while the patient was transported to surgery. The patient expired in surgery.